Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported he would need to get his implantable neurostimulator (ins) battery replaced soon. He noted he had not been feeling stimulation recently unless he moved a certain way, which started in the last couple of days. Indication for use included cervical radiculopathy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.